Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 3.0x30mm, 95% stenosed, de novo lesion located in the severely calcified, severely tortuous mid rca (right coronary artery) with a 1.5x12mm apex balloon catheter. Vascular access was right femoral. The physician encountered significant resistance in an attempt to cross the target lesion. The apex balloon reached the lesion and ruptured on the first inflation at 7 atms. The device was removed intact. There were no shaft kinks noticed on the device prior to use. Pre-dilation was completed with this device. There were no reported patient complications. The patient's status is listed as "good".